Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data and diagnostic images. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly, the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms documented the presence of synchronous noise on the ra and rv channel, which led to the charging of a defibrillation shock without shock delivery. Furthermore, the episode listing shows 30 chargings of which 26 were aborted without shock delivery. Based on the information available for analysis there was no indication of an ICD malfunction, whereas the integrity of the lead cannot be assured. However, no definite conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this lead exhibited noise and the patient experienced inappropriate shocks. Biotronik has no information in regards to a revision. The lead remains implanted. Should additional information become available this file will be updated.